Manufacturer narrative:
Upon review of the alarm trace, a liquid level detection alarm occurred and the field service engineer explained to the customer that the probe needed to be cleaned. The investigation could not identify a product problem. It was determined the issue is consistent with a dirty sample probe.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ferritin on a cobas e411 rack. No questionable results were reported outside of the laboratory. The sample initially resulted in a ferritin value of < 0.5 ng/ml accompanied by a data flag. The sample was repeated twice, resulting in ferritin values of 329.2 ng/ml and 343.0 ng/ml.

Manufacturer narrative:
The serial number of the e411 analyzer is (B)(6). The initial reporter email address was provided as (B)(6). The investigation is ongoing.